Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter sterile water was leaking during infuse.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Visual evaluation of the returned sample noted two opened (without original packaging), 3-way temperature sensing catheters with cut portion of inlet tubing and 2 straight tipped syringes. Verified material number 119314 and manufacturing lot number ngkq3995. These samples will be tested for "deflation due to trauma¿. Visual inspection noted no obvious observations. Using the returned syringe, the first catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leakage was observed. Upon inflation, the solution exited out of a 0.017¿ pinhole located at the trifurcation. Using the returned syringe, the second catheter balloon was also inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leakage was observed. Upon inflation of the 2nd catheter, leakage was also observed exiting out of a 0.013¿ pinhole located at the trifurcation. Per CAPA 12182448 identified the potential root cause for this failure is that the silicon injected into the forming cavity is entering pre-cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12182448. Refer to CAPA 12182448 for further details. Corrections made to tab(s) d, f, h. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter sterile water was leaking during infuse.